Event description:
It was reported that during a routine equipment evaluation conducted by the manufacturer's sales representative, a drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, where extensive corrosion and debris was discovered. The presence of corrosion and debris can lead to increased friction between rotating components, resulting in heat being generated. The device was not able to be repaired, and was discarded.